Manufacturer narrative:
(B)(4)

Event description:
Details of revision surgery in 2014 and 2015: first revision is unknown. This time, inserted screws were removed and replaced with other screws.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent posterior lumbar interbody fusion (plif) surgery at l3-5 levels on (B)(6) 2012. Post-op, nonunion and l5 screw loosening was observed. Revision surgery was performed on (B)(6) 2014 and (B)(6) 2015 (fusion at l3-s2 ai levels, removal of hardware and replaced with other instrumentation, add plf at l4/5 level).